Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low glucose sensor scan results and it is unknown whether a trend arrow was observed. The customer experienced transpiration and gross fatigue. The customer was unable to self-treat, and their glucose level was measured using an hcp meter, resulting in 140 mg/dl, with no comparison to the adc device. The customer received unspecified treatment by a healthcare professional. At the time of reporting, the customer was hospitalized for a hip prosthesis. There was no report of death or permanent impairment associated with this event.